Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer's blood glucose was over 500 mg/dl. The customer stated that her first insulin pump had no delivery alarms and motor error alarms. She received a replacement device and the same alarms recurred. The customer removed the tubing and was able to push insulin through; she then reconnected the set. However, a short time later she received another no delivery alarm. No products were returned or replaced at this time.